Event description:
Caller reported ongoing occlusions. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer cleared the alarm and resumed insulin. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues.